Event description:
It was reported that during a lap supracervical hysterectomy procedure the disposable stopped functioning. Unable to clear error. Bipolar instrument was used to complete the case. There was no patient consequence.